Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for non-malignant pain and failed back surgery syndrome. The pump was removed not even 2-3 months post implant due to infection (2005). The incision never healed/incisional wound opening and the patient saw a wound care specialist for a long time after the pump was explanted; "open place" where the pump pocket was. The patient ended up having plastic surgery to get the area corrected. The infection was confirmed; (B)(6). The infection resolved. No further information could be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.